Manufacturer narrative:
Section a2, a4 and a5: unknown/ asked but not available. Section h3: other 81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded intraocular lens (iol) was explanted from patient's right eye due to possible rotation. The lens was explanted in a secondary procedure and replaced with same model lens with1.75 d. From additional information it was learnt that there was no issue with the lens. There were no debilitating condition in the patient. There was no patient injury. No other information is available.